Event description:
The patient reported receiving conflicting and very confusing information from the clinic, on their loop recorder, patient activator and remote monitor. Patient services(ps) discussed each of them separately and how they interact. The patient was very relieved. It was further reported by the patient, that the previously working patient activator responds intermittently; sometimes the green light comes on, and sometimes it does not. The batteries were removed and re-inserted to no avail. Sent return label for first activator to be returned and ordered a new activator for the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.